Event description:
The customer reported that their acuity system display and cpu were not getting power due to an issue with the uninterruptible power supply (ups). Once they removed the ups, the acuity system was able to get power.

Manufacturer narrative:
Welch allyn tech support confirmed the allegation. Customer's biomed will replace ups. The customer elected not to return the ups to welch allyn. The ups is an off-the-shelf computer peripheral made by another mfg and sold my welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.